Event description:
The ge oec fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-tapped the isolation transformer for fluctuating facility power. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.